Manufacturer narrative:
Continuation of d10: product ID 97745bp serial# (B)(6) product type accessory product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) , UDI#: (B)(4) ; product ID: 97755, serial/lot #: (B)(6), h3. Analysis was performed on [product ID: 97745, serial/lot #: (B)(6)] analysis found that the case front was cracked. H3. Analysis was performed on [product ID: 97755, serial/lot #: (B)(6)] analysis found that there was a recharge antenna failure, charging quality goes from "good" to "excellent". It was also noted there was an rm 04 error code. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that they have gotten the new cord and controller we sent in (B)(6) and says after getting equipment everything was working but this past week. They said it will be charging with excellent quality, and then will go to prm screen. Pt says that the rtm is heating up a little bit. Pt has already tried taking battery pack out, and since doing this it seems to be working. The caller was redirected to: pt says implant is currently at 100 percent. I told them to wait a few hours for ins to deplete a little bit, then try to charge back up to 100 percent to make sure the issue doesn't come up again. Pt will call back if the issue persists. Redirected caller: other (document in note) patient called stated she is returning a call from agent wanting to know how the controller is working. Patient stated the controller is working for now but she will know for sure tonight when she goes to charge. Ps recommend patient call ps back for assistance if necessary. Pt called back with number on file. Pt said that they are still having issues charging their implant. Pt said that their controller screen will go unresponsive while charging and they are unable to wake the screen up but hitting the navigation keys up and down; pt said they reset the controller when this happens. Pt also said that their implant charge quality will go from "excellent" to "poor" and they haven't moved. Pt said that the rtm paddle gets warm while charging their implant, but not hot. Pt said that they received a letter from medtronic about the rtm paddle getting warm before; pss understood this as a letter from MDR. Pt said that they called and left a message for their medtronic rep. Pss had pt reset their controller. Pt saw no visible damage to the controller or battery pack. Pt said after reset their controller was at 90% and their implant was at 100%. Pt started a charging session with their implant and their charge quality went from "poor" to "excellent" without moving. Pt saw no visible damage to rtm. Pss sent email to rep air to replace rtm. Pss advised pt if the issue still persists with charging their implant after rtm replacement that they should follow up with hcp. Pss closed case. Additional information was received. Patient reported they thought the cause of the rtm heating up "would possibly be due to the programmer starting and stopping on its own and buzzing." Patient reported "I need to retry and then showing excellent before I did anything." This issue has not be resolved however the patient is keeping an eye on it. Additional information was received from the patient. The patient said they were still having issues. Pt said it could take anywhere from 1-3 hours to charge the ins and controller, and when charging the ins the controller will beep and say it needed to be "fixed" (pt didn't remember exact screen, but said they would see to check the recharger and later clarified get poor recharge quality). Pt then mentioned the issues happen when they were plugged into ac power and rtm. Pt had controller charging from ac power during the call, but when they tried to unlock controller, they got no device found. Pt started a recharging session and initially reported poor recharge quality, but then went right to excellent when they wiggled the paddle. Pt said sometimes they would hit try again and other times they would wiggle the paddle and would get excellent or 100% from poor recharge quality. Pt then said they now saw the trying to recharge screen. Pt mentioned the issues had been going on almost since they got the ins in (B)(6) and they were getting frustrated as they were tethered to the equipment charging throughout the day. Pss redirected to hcp/rep to check ins/recharging as pt was still having problems (pt mentioned they try calling their rep but they don't get back to the pt so they would try the doctor's office). Pt also said they called their rep and left a voicemail, and called hcp and they will be following up to meet with the rep at a later date. Pss sent request to repair for replacement controller. Additional information received from the representative. It was reported that the products provided did not resolve the issue. The patient would charge the ins to 100% and then check it later and notice that it had depleted significantly and they required another recharge. It was advised that the patient keep a log of charging with as many details as possible and then meet with the patient with their external devices. It was reviewed that it might simply be the patient's settings requiring frequent charging and education might resolve the issue. The representative later reported that they re-educated the patient and since receiving the new controller, they had not been having the difficulties that they had previously. The patient was advised to contact the representative should they start having the issues again and they would be seen at their healthcare provider's office. The manufacturer representative reported on (B)(6) 2021 that recharging intervals were checked and the patient was charging twice a day and she was getting to 100%. Everything looked okay with that. An energy check was performed and it was found that she could actually charge every two days. The patient was reeducated. The issue has resolved. Additional information was received via a manufacturer representative from the patient. The patient had called the manufacturer representative to report that the recharger has completely went black four times this past week while trying to recharge her device. She has the patient controller charged to 100% and while she is recharging, the screen just goes black with no green light blinking. The patient was seen on (B)(6) 2021 after a new patient controller was received, and the patient believes that this may be third device that she has received. Recharging intervals were checked and all equipment seemed to be working properly. It was all working since getting the new equipment. The patient thinks that the battery in the patient controller needs to be replaced. The manufacturer representative offered to see the patient again at the physician's office to look at the equipment; however, the patient was reluctant to that as she just had it checked out and this is an ongoing issue with her equipment not working. The physician had mentioned that he may just replace her device with a competitor's device. The issue as not resolved at the time of the report, and the health care professional has no further information regarding this event. Surgical intervention was not planned or performed. Additional information received from a representative. It was reported that the patient's controller was still going blank when recharging. A replacement battery pack was requested.